Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump may have gotten wet in the past with a small amount of water. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 300-400's (mg/dl). The customer stated their current bg level is 343 (mg/dl) with trace ketones. The customer took a bolus via the pump. It was indicated that the customer would convert to an omnipod and has manual injections available for alternate insulin therapy.